Manufacturer narrative:
The customer performed their own troubleshooting and replaced the ise tubing to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case(B)(6).

Event description:
The customer questioned patient results for ion selective electrode for sodium, potassium and chloride due to negative anion gaps values on their au480 clinical chemistry analyzer. The customer indicated 20 samples, however they only repeated some of the patient samples on this au and another au analyzer with normal results. The customer released the results from the second analyzer out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.